Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device has been returned for analysis. A supplemental report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator observed a red call doctor icon on their home monitor. A review in latitude revealed a right ventricular lead pace impedance measurement of greater than 3,000 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that pocket manipulation was performed in which no noise could be reproduced and there were normal within range rv pace and shock impedance measurements observed. Technical services recommended turning off respiratory rate trend. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator observed a red call doctor icon on their home monitor. A review in latitude revealed a right ventricular lead pace impedance measurement of greater than 3,000 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator observed a red call doctor icon on their home monitor. A review in latitude revealed a right ventricular lead pace impedance measurement of greater than 3,000 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that pocket manipulation was performed in which no noise could be reproduced and there were normal within range rv pace and shock impedance measurements observed. Technical services recommended turning off respiratory rate trend. No adverse patient effects were reported.